Event description:
Healthcare professional reports two incidents of blood leaks. One incident tested positive for blood leak. In both incidents, blood was not returned to pts. No pt injury or medical intervention reported.